Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead could not be placed due to the helix not being able to extend. The physician thought that a blood clot in the tip of the lead may have been the reason. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.